Event description:
It was reported that the patient had their system explanted on (B)(6) 2022 due to an infection. There is no further information at this time.

Manufacturer narrative:
Exact date of event is unknown. Further information requested, but not yet received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.